Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they finished their last set of aligners over a year ago, they have been wearing them every night still and they report having a major overbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.